Manufacturer narrative:
(B)(4). Batch # t5cv63. (B)(4). Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No patient consequences were observed. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? There were no change in patient related post operative care observed as a result of event. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device was returned with joint cover damaged and with no reload loaded on the device. The device was open and close as expected. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. In addition, during the functional test, it was noted that on the fourth squeeze of the trigger to return the knife to the home position, the trigger was stuck and needed manually slightly push to fully return the firing trigger. The device was disassembled to verify the condition of the internal components and tilter metal was noted interfered with the left shroud did not allow it to return to it is home position and preventing the device from opening. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event could not be confirmed as the device closed without any difficulties noted. The issue observed has been correlated to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. The join cover condition and nickel knife are related to improper use of the device. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the echelon gun malfunctioned after 5 firings. After closing trigger wasn't working properly and surgeon wasn't able to use it. No patient consequences reported. No further information is available.